Manufacturer narrative:
Contact reported that on (B)(6) 2017, the pump was off by 1.5 minutes. The contact was satisfied that there was no issue with the pump and was to monitor the pump time going forward.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was not keeping proper time. Blood glucose was not impacted. The contact could not provide further information. The pump data was reviewed by tandem technical support and no inaccurate time issues were observed. The contact was made aware of the pump data review.